Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv0803 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch: "when aspirating for lab draw from distal clave, there were air bubbles in the tubing. Had to use proximal clave to draw blood from huber needle. The lot and expiration are from the port access kit in which the needle resides." Add info rcvd: 05/23/2022: was the air bubbles associated with a leakage? No. Were there any adverse events associated with the air bubbles? No. Was medical treatment provided and if so, what was done? Used proximal clave. Was the product used on a patient? Yes was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was engaged and a needleless injection cap was attached to the proximal luer adapter. Microscopic inspection of the sample did not reveal any evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via medwatch: "when aspirating for lab draw from distal clave, there were air bubbles in the tubing. Had to use proximal clave to draw blood from huber needle. The lot and expiration are from the port access kit in which the needle resides." Add info rcvd: 05/23/2022: was the air bubbles associated with a leakage? No. Were there any adverse events associated with the air bubbles? No. Was medical treatment provided and if so, what was done? Used proximal clave. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm to patient.